Manufacturer narrative:
A medtronic representative went to the site to test the system. The battery had low voltage/after replacing the old battery, the system came back normal. System pass check out. Other relevant device(s) are: product ID: bi71000163 x2 (kit svc tray asy 4 battery) the following codes apply to product ID: bi71000163 x2 (kit svc tray asy 4 battery) (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the batteries could not be charged. There was no patient present.